Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) verified ventilation and diagnostic mode. When battery was disconnected, the unit powered on as expected in ventilation and diagnostic mode. The customer replaced the pm pcba and the battery and the unit operated as expected. The ventilator was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that when the ventilator is turned on, the alarm light emitting diode (led) flashes and the screen goes blank and alarms. There was no patient involvement.